Manufacturer narrative:
The user started the IV and when the needle was retracted it appeared to not go in all the way. Upon further review when the user attempted to connect an extension set it was noticed that there was a piece of plastic inside the hub of the catheter. The user discarded the used catheter so it was not able to be returned for evaluation. The user was also unable to provide the lot number of the device so an investigation of retain samples from the same lot is not possible. Based on the description of the event, it is likely that part of the needle cover broke off into the hub.

Event description:
The user started the IV and when the needle was retracted it appeared to not go in all the way. Upon further review when the user attempted to connect an extension set it was noticed that there was a piece of plastic inside the hub of the catheter.